Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: the detected root-cause (coil wire overload fracture) is in-line with the reported failure. An overload fracture can be caused only during an implantation/explantation or by a trauma (either the direct impact or excessive mechanical stress). Due to the fact that no intermittencies were reported it is very likely that a non-reported trauma event caused the overload fracture. The passed bci test performed with reconnected wires during investigation confirms that the implant failure was caused by an open circuit only. This is a final report.

Event description:
Hearing performance with the device is affected. The user has been re-implanted.